Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, no capture nor sensing were noted on the rv lead. Lead dislodgement was confirmed on fluoroscopy. The rv coil was sitting in the subclavian vein. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.